Event description:
It was reported that, during thr surgery, a polarstem modular head for 21000662 broke; however, no pieces fell into patient. Device outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during thr surgery, a polarstem modular head for 21000662 broke, however, no pieces fell into patient. Device outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed. The device in scope of this complaint, was not returned for investigation. A review of the complaint history was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. A review of the risk management documentation verified the failure mode and severity of the reported issue. Due to insufficient information, it is not possible to perform a review of past corrective actions. There are no indications that the complaint device did not meet manufacturing specifications upon release for distribution. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. Should additional information become available, this complaint will be reopened.